Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u713 op amp on the distribution node pca. The root cause for the defective u713 op amp could not be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.